Manufacturer narrative:
.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received indicating that the vns patient experienced an increase in seizure activity in (B)(6) 2006. The patient¿s device settings were subsequently adjusted. Attempts for additional relevant information have been unsuccessful to date.